Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged that the pump was not delivering boluses. The pump logs were unavailable for tandem technical support to review; therefore, the allegation could not be confirmed.